Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Upstream occlusion testing was performed with no issues noted. A review of the event history log revealed 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.